Event description:
The rep is reporting that the surgeon performed a revision rotator cuff repair in 2007. The initial repair was performed on approx two and a half months later, at which time the rep reported that the surgeon used the awl to the laser line. The patient's bone quality was reported to be "good." Upon entering the shoulder and seeing the rotator cuff tear, the surgeon found that a spiralok anchor had fractured just below the eyelet and was floating in the shoulder with the sutures still intact. The distal portion of the anchor was still implanted in the humeral head. The surgeon used a same-like device to complete the repair without further incident or consequence to the patient.

Manufacturer narrative:
The complaint device is not being returned to mitek; therefore, it is unavailable for evaluation. However, this type of event has historically been attributed to a user technique issue. One hypothesis is that during initial anchor insertion, excessive insertion torque was applied while the tip of the driver was not flush with the bottom of the anchor head. Also, it may have been inserted into too hard or dense bone. Any one of these improper techniques could have created a partial fracture or weakened the anchor during initial insertion, leading to complete severance of the partially fractured anchor post-operatively upon further loading. Furthermore, the rep indicated that the surgeon used the awl only prior to anchor insertion. Use of the tap decreases the insertion torque requirements and is an option for use in hard bone. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. No further action is warranted at this time.